Manufacturer narrative:
Correction: section h6 health effect - clinical code should have been 4561 - implant pain instead of 2388 - inadequate pain relief in additional report 1. This correction is reflected in this additional report 2.

Event description:
It was reported that patient has complained of discomfort at ipg site. Surgical intervention may take place to resolve this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.